Event description:
It was reported that the customer experienced a low blood glucose (bg) level of in the 50s mg/dl while at summer camp. Cause was not known. Customer was provided a snack to address low bg. No additional information was provided.